Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tascd24, (tsv angled screw channel driver 24mm) for evaluation. Visual evaluation was performed. The driver was fractured at the tip. Fractured piece was not returned., DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tascd24 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: dental : functional : fracture.) Based on the investigation and risk management file review, the most likely root cause determined from the investigation was user error (excessive torque application). Therefore, based on the available information, a device malfunction did occur. Fracture identified at the tip of the driver. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the tool fractured at the tip of the tool. The tip was removed and no other product was damaged. Implant is fine. It was not necessary to complete the procedure with other implant.